Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was complaining of increased heart failure symptoms. Programming options were questioned. A cardioversion was later performed, during which, an increased charge time (CT) of 23 seconds was observed. Technical services (ts) discussed that elective replacement indicator (eri) would be reached with 2 successive CT's greater than 18.9 seconds. Ts suggested performing a manual capacitor reformation, which was done, and resulted in the device reaching eri. It was noted that the physician would continue to monitor the patient to determine if their heart failure symptoms improved, then to determine what type of device to implant. To date, there have been no reported adverse patient effects related to this clinical observation.